Event description:
Per the clinic, the patient experienced skin necrosis (specific date not reported). Prior to that, the patient also underwent skin revision surgery on (B)(6) 2024, where soft tissue was rearranged before closure. Subsequently, the device was explanted on (B)(6) 2024, due to thin skin and skin irritation. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient experienced skin breakdown around the implant site. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2024, to reposition the device. The implanted device remains.